Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ pen needle clogged during use. The following information was provided by the initial reporter: material no. 320144 batch no. 9141570. It was reported that needle clogged during priming and needle was bent at non patient end before injection. Verbatim: consumer reported needle clog during priming, and needle bent at non patient end before injection. Does not re-use.

Event description:
It was reported that bd ultra-fine¿ pen needle clogged during use. The following information was provided by the initial reporter: material no. 320144, batch no. 9141570. It was reported that needle clogged during priming and needle was bent at non patient end before injection. Verbatim: consumer reported needle clog during priming, and needle bent at non patient end before injection. Does not re-use.

Manufacturer narrative:
H.6. Investigation summary customer returned (1) open 4mm, 32g pen needle from lot # 9141570. Customer states that the needle clogged during priming and needle was bent at non patient end before injection. The returned pen needle was examined and exhibited a broken non patient end of the cannula. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure (broken non patient end of the cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.